Event description:
It was reported via facility medwatch (B)(4) that balloon rupture occurred. The 3.0mm target lesion was located in the heavily calcified vessel. The 1.5x8mm push, 2x15mm emerge balloon, 2.75x15mm emerge balloon, or 3.0x12mm emerge balloon catheter were used for dilation, however, the devices would not open the lesion. The physician then advanced a 12mm x3.00mm nc quantum apex¿ balloon catheter and proceeded to inflate to 20 atmospheres. During the first inflation, the balloon was inflated to 20 atmospheres. However, it was noticed that at 10 atmospheres, the inflation pressure was not holding. The 12mm x3.00mm nc quantum apex¿ balloon catheter was removed from the patient's body and was flushed. It was then noted that there was a tear in the material of the balloon. The procedure was completed with no issue by using a 2.5x8mm quantum balloon catheter which is smaller in diameter and length. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).